Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and associated h6 coding. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over sixteen (16) years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The event can be detected/prevented by following the instructions from the following: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation and additional findings were as follows: due to the clogging of the nozzle the water removal ability did not meet the standard value, due to damage on the up/down knob the water tightness was lost. Due to wear of the angle wire the play of the up/down knob was out of the standard value. The adhesive on the bending section cover had a chip and a crack and a white-clouded area. Adhesives around the objective lens and light guide lens had a white-clouded area. The connecting tube, plastic distal end cover, switch 1, and universal cord, all were scratched. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.